Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: all issues with this device were found during testing and repair. No patient involvement was relayed to me, or our technician, at the time we received the pump for service. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The customer's problem was not duplicated. The device passed functional test with 50ml cassette and nda test with 100ml cassette. The device was calibrated successfully. (Updated h3 and h6) a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.